Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the shoulder, which is off label usage of the device. On (B)(6) 2024, the patient experienced a skin reaction with infection and a ¿hard ball¿ at the needle puncture site. On (B)(6) 2024, the patient went to urgent care for evaluation as the site began throbbing, was painful, and felt hot to the touch. The patient was prescribed oral doxycycline and went home the same day. The patient stated the pain had subsided and that the ¿hard ball¿ under his skin was reducing at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.